Event description:
It was reported that during prep the endoplege catheter balloon would not inflate and saline was dripping from side of balloon. The ep catheter was never used/placed in patient. No adverse events. Account used a 2nd ep catheter without issue.

Manufacturer narrative:
A device history record review was completed for lot 821595 and this device met all specifications upon distribution. Product was returned however evaluation is not yet complete.

Manufacturer narrative:
Device evaluation: colored water was introduced into the balloon and the distal balloon bond has delaminated. Visually there is a fluid path. The balloon bonds are visually inspected 100% under 4x magnification prior to packaging and this defect was not present during that time. The entire device was visually inspected and there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A product risk assessment is open and is applicable to this event. A corrective action was created to determine root cause of the distal balloon bond delamination trend as is applicable to this event.